Event description:
It was reported that the patient presented for a scheduled procedure. After leaving the procedure room it was discovered that the atrial lead had moved. The lead exhibited no capture and failed to sense. The lead was repositioned successfully. The patient was in stable condition.